Manufacturer narrative:
The lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed testing. The reported issue could not be confirmed. The test strips passed testing with no faults found. The reported issue could not be confirmed, however a secondary issue was noted; the test strips were found to have results below range when tested with control solution. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that their onetouch select simple meter read inaccurately high compared to their feelings and/or normal results. The complaint was classified based on customer service representative (csr) documentation. The patient stated that the alleged inaccuracy occurred at 7:30am on (B)(6) 2017. At this time the patient obtained a blood glucose result of ¿435mg/dl¿ with the subject meter. The patient manages their diabetes by self-adjusting their insulin dosage and stated that they took an increased dosage of 5-8 units of ¿wosulin insulin¿ at 9-9:30pm in response to the alleged high result. The specific dosage was not specified by the patient. The patient stated that at midnight on (B)(6) they developed symptoms of ¿thirstiness, perspiration and dizziness¿. In response to this the patient was given water to drink from a non-healthcare professional. No further treatment was required as a result of the alleged product issue. At the time of troubleshooting the csr noted that the unit of measure was set correctly on the subject meter and the patient did not have control solution available to walk through a control solution test. The patient¿s products were replaced and requested for evaluation. This complaint is being reported because the patient claims to have obtained an inaccurately high reading on the subject meter which led to them developing signs/symptoms which meet lfs¿s criteria for a serious injury reportable adverse event.